Event description:
It was reported that during a tka surgery, while drilling a femoral peg drill into a jrny ii UK resect ap block rm/ll sz 5, a metal swarf was generated. The swarf was removed by placing a compress underneath and rinsing. The procedure was resumed without any delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
Corrected data: d9 & h3 (sample returned for analysis), h6 (type of investigation, investigation findings). Updated results of investigation: the jrny ii uni resect ap block rm/ll sz 6 was returned and evaluated. The visual inspection revealed that pieces of metal shavings fractured off the device. These metal shaving were not returned. The device shows signs of significant wear and use. This inspection was conducted using a magnifying glass. In addition, a visual inspection of the images provided revealed that the femoral peg drill has peeled off likely due to the friction between the two devices. For the jrny ii uni resect ap block rm/ll sz 6, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral peg drill, the device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. For the jrny ii uni resect ap block rm/ll sz 6, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the femoral peg drill, a review of complaint history of the previous 12 months revealed a similar event for the listed device. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the devices were not returned for evaluation; therefore, a device analysis could not be performed. However, the photographs were reviewed and revealed that the femoral peg drill has peeled off likely due to the friction between the two devices. For the jrny ii uni resect ap block rm/ll sz 6, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral peg drill, the device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. For the jrny ii uni resect ap block rm/ll sz 6, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the femoral peg drill, a review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (medical device problem code).